Manufacturer narrative:
As of this filing, the complaint device has not yet been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
As reported by the distributor, during an unknown procedure on (B)(6) 2016, "the insulating cover had already come off from the shaft from the beginning." The surgery was completed using an unknown alternate device with no patient injury or surgical delay. This report is being filed based on the potential for injury with recurrence. No further information has been received, nor has the device been returned for evaluation.

Manufacturer narrative:
One (1) 60-5274-132 universal plus laparoscopic electrosurgical blade with suction/irrigation was returned to conmed for evaluation of "the insulating cover had already come off from the beginning." Visual inspection revealed that the flange on the electrode sheath was slightly deformed and appeared to have been pulled off the slide, therefore this complaint is confirmed. The slide halves were dismantled and during examination both halves were found to have a small amount of plastic deformation partially covering the slot where the flange is placed. This deformation was not easily identified as molding or manufacturing related and a line investigation did not fully reproduce the failure observed in the complaint device. A root cause was not determined and no manufacturing or part defects have been identified. This device was manufactured 28-march-2016. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing (B)(4) units there were no other similar complaints received. A 2-year review of product history revealed a total of 11 complaints involving 11 devices for "detachment of electrode tube sheath insulation." During this same 2-year time frame over (B)(4) units were sold worldwide making the occurrence rate for this failure mode (B)(4). This failure mode is addressed in the risk documents. To date, there have been no patient long term effects reported regarding any of the reported incidents, however the reported issue will continue to be monitored through the complaint system. The universal plus laparoscopic electrosurgical blade with suction/irrigation is a single patient use electrosurgical blade with suction/irrigation capabilities for use in endoscopic procedures. The instructions for use (IFU) provide the following warning and precaution: "-examine this device prior to use for damage. Do not use if damage is found."